Event description:
New information received states the device was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported field event of mode switch was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic, auto mode switching episodes were observed due to blanking periods on the atrial channel. The patient was stuck in auto mode switch for a long time presenting a possible false indication of atrial fibrillation. Reviewing the settings were recommended. No further information is available.